Event description:
This is a spontaneous report by a physician from (B)(4) of diarrhea and bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. After dinner on (B)(6) 2010 and into the morning of (B)(6) 2010, the patient experienced diarrhea and disconnected himself from the device and went to the hospital. On the same night the patient was diagnosed with peritonitis and was admitted to the hospital. During an unreported period, unspecified antibiotic therapy (dose, route and frequency were not reported) was rendered to the patient. On an unreported date, the patient recovered from the peritonitis. After recovery, pd therapy was permanently withdrawn and the patient was switched to hemodialysis. The outcome for the diarrhea was not reported. The physician believed the event of peritonitis was unrelated to pd therapy, but did not provide an opinion of causality for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.